Event description:
(B)(6) sent me some of the recalled webcol alcohol wipes to maintain sterility in my central line. Due to this recall, I developed a bloodstream infection and dealt with symptoms leaving me without nutrition or hydration for 3 weeks, and was admitted to the hospital for 10 days.